Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse event, concerned an (B)(6) male patient of unknown age. Medical history and concomitant medications were reported as unknown. The patient received insulin lispro protamine suspension 75% insulin lispro 25% (rdna origin) injections (humalog mix 25) from a cartridge via a reusable pen (humapen ergo ii), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. Dose regimen information was unknown. Humapen ergo ii was used from 2012 to (B)(6) 2016. In (B)(6) 2016 the screw rod of humapen ergo 2 was old and the screw rod and injection button were slipped (product complaint (B)(4)/lot 1109d03). Patient wanted to change a new eli-lilly injection pen. On an unspecified date, he developed high blood sugar and was hospitalized. Information regarding hospitalization details, corrective treatment and outcome of the event was not provided. Action taken with insulin lispro protamine suspension 75% insulin lispro 25% therapy was not provided. The operator of the humapens ergo ii and his/her training status were not provided. The general duration of use of the humapen ergo ii and the duration of use of the first suspect humapen ergo ii were four years. If device was returned, evaluation would be performed. The reporting consumer did not know if the event was related to the treatment with insulin lispro protamine suspension 75% insulin lispro 25% and the humapen ergo ii. Update (B)(6) 2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. The product complaint (B)(4)/lot 1109d03 was added to the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 11apr2016. No further follow up is planned. Evaluation summary a male patient reported the screw rod and the injection button of his humapen ergo ii device "were slipped." He experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1109d03, manufactured september 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would detect a non-moving injection screw and ensure dose accuracy with high probability. The patient used the device for 4 years. The user manual states the humapen ergo ii is designed to be used for up to 3 years after first use. There is evidence of improper use; the patient used the device beyond its approved use life. This may not be relevant to the complaint of inadequate control of diabetes.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse event, with additional information from the initial reporter, concerned an (B)(6) male patient of unknown age. Medical history and concomitant medications were unknown. The patient received insulin lispro protamine suspension 75% insulin lispro 25% (rdna origin) (humalog mix 25) from a cartridge via a reusable pen (humapen ergo ii), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2014. Dose regimen was not provided. In (B)(6)-2016 the screw rod of humapen ergo 2 was old and the screw rod and injection button were slipped ((B)(4)/lot 1109d03). On (B)(6)-2016, he developed high blood sugar; his serum glucose was around 17 and 18 (units and reference values not provided); subsequently, he was admitted to the hospital. During hospitalization he received long-acting insulin as corrective treatment and he did not have any event potentially associated with the increased in his blood sugar levels. Around (B)(6)-2016, he was discharged from the hospital and he was recovering from the event. Information regarding insulin lispro protamine suspension 75% insulin lispro 25% therapy was not provided. The operator of the humapen ergo ii and training status were not provided. The general humapen ergo ii duration of use and the suspect humapen ergo ii duration of use were four years. The device was not returned. The reporting consumer did not know if the event was related to the treatment with insulin lispro protamine suspension 75% insulin lispro 25% and the humapen ergo ii. Update 10mar2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. The (B)(4)/lot 1109d03 was added to the narrative. Update 15-mar-2016: additional information was received from the initial reporter on 14-mar-2016 via psp. Added: serum glucose lab data, suspect drug start date, and hospitalization dates. Outcome of the event of blood glucose increased was updated to recovering. Narrative was updated accordingly. Update 11-apr-2016: additional information received on 11-apr-2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the improper use and storage to yes; updated the medwatch and (B)(6) required device reporting elements; and updated the narrative. Edit 12-apr-2016: pc arrived on 07-mar-2016 and processed on 10-mar-2016.no changes were done to the case.